Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an active implant during the onset of infection. At the top edge of the wound there was a slight gap noted and the area around the wound was red. The wound was positive for staph aureus and the patient was provided with oral antibiotics. Additional information was received that this patient experienced dizziness and syncope while undergoing an x-ray. The patient blood pressure recovered after fluids were administered. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an active implant during the onset of infection. At the top edge of the wound there was a slight gap noted and the area around the wound was red. The wound was positive for staph aureus and the patient was provided with oral antibiotics. This system remains in service. No additional adverse patient effects were reported.